Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber connector had distorted light exiting the connector face, indicating an internal connector fracture. Burn marks were also observed. The fiber was functionally tested, the testing conducted identified that the aiming beam was weak. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is also likely that the change in aim beam color and odor could have been due to the internal connector fracture interaction with the console.

Event description:
It was reported that the aiming beam turned yellow instead of green and a strange odor was emitted from the tip of the fiber. The fiber was plugged in another console, but the same happened. Both console's debris shields were damaged after using the fiber. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified an internal connector fracture.